Event description:
It was reported that during the procedure in an unspecified vessel, the xience v stent system was advanced, but resistance was met. When the device was removed from the guiding catheter, it was noted that the distal segment of the stent appeared flared. Another xience v stent system was used successfully to complete the procedure. There was no adverse patient effect. The failure to cross did not significantly delay the procedure. Though requested, no additional information was provided. Return device analysis revealed that the stent was loose on the balloon.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/10/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that post implant a (B)(4) adjustable gastric band, surgical replacement of the reservoir had to be performed and the opening / closing system is currently being tested to determine if it operates properly. There was no adverse patient consequence reported. Four attempts have been made to obtain additional information and get clarification of reported event. If additional details become available a 3500 a supplemental will be sent.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying an error 2 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began a couple weeks prior to contacting lfs (date/time unknown). The patient indicated she manages her diabetes with an unspecified dose of metformin twice a day and 70 units of lantus twice a day. On the same day after the alleged issue began, the patient indicated she continued with her usual dose of medications. As a result of the reported meter issue, the patient claimed she developed a symptom of shaking on (B)(6) 2010 (time not specified). The patient, however, denied she received any medical intervention after the alleged issue began. During troubleshooting, the csr noted the patient was using the correct test strips and using the proper testing technique per owner's booklet recommendation. The patient denied trauma to the subject meter. The csr guided the patient through a retest and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow up # 2/supplemental report text- 1/05/2011: the lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The 510(k) # is k061118. (B)(6) 2010: the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.